Event description:
Regulatory agency forwarded a report from a health professional that a lap-band pt had "presented with fever and vomiting" "and other complications." "Band in proper position with no leak noted; possibility of allergy to lap-band explored and pt taken to operating room for removal." The health professional also noted "intra-operative cultures negative. Discharged home." Further follow-up will be conducted to gather additional info.

Manufacturer narrative:
Taper unk. (B)(4). Health professional sent medwatch #(B)(4). The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."